Event description:
On (B)(6) 2011, the lifescan representative contacted lifescan (B)(4) alleging inaccurate readings on the lifescan meter compared to a laboratory device. However, lifescan cannot confirm the alleged inaccuracy from the data provided. The lifescan meter reading and laboratory device reading were not provided. There was no injury or medical attention sought due to the issue.

Manufacturer narrative:
Follow-up #1 (11/30/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. At this time, the investigation of the meter has not been completed. The test strips were evaluated on (B)(6) 2011 and upon performance testing with control solution, the results failed high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.